Event description:
It was reported that patient noticed a decrease in vision and z-syndrome was found approximately 4 months post implant. According to the surgeon the lens was displaced forward. Another lens of different model was implanted successfully. According to the surgeon, severe capsular fibrosis was the likely cause of the event and the patient was reported as "doing well". This report pertains to the patient's right eye.

Manufacturer narrative:
The lens has been returned to b + l and is currently under evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.